Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was indicated that a mosaic mitral valve was explanted and replaced with an unknown device. The reason for the replacement was not reported. It was mentioned that another manufacturers valve was implanted in the heart, but, the position that this valve was implanted in was not reported. No patient complications have been reported as a result of this event.